Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A journal article by rajarshi sarkar, md. ¿a simple method to overcome paraproteinemic interferences in chemistry and immunoassays¿, laboratory medicine 2024, noted falsely decreased total bilirubin results generated on the alinity c processing module on a 55-yr old north indian male patient diagnosed with multiple myeloma. The following results were provided: alinity c = 0.1 / 0.2 / 0.1 / 0.4 / / 0.7 mg/dl; vitros result = 0.4 mg/dl; au5800 = 0.3 mg/dl; cobas pure = 2.38 mg/dl. (Reference range: 0.2-1.1 mg/dl) no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity c total bilirubin identified normal complaint activity and there are no trends for the product related to patient results. A ticket search by lot number was not performed as it was not provided. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformance's or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency for the alinity c total bilirubin was identified.

Event description:
A journal article by rajarshi sarkar, md. ¿a simple method to overcome paraproteinemic interferences in chemistry and immunoassays¿, laboratory medicine 2024, noted falsely decreased total bilirubin results generated on the alinity c processing module on a 55-yr old north indian male patient diagnosed with multiple myeloma. The following results were provided: alinity c = 0.1 / 0.2 / 0.1 / 0.4 / / 0.7 mg/dl; vitros result = 0.4 mg/dl; au5800 = 0.3 mg/dl; cobas pure = 2.38 mg/dl. (Reference range: 0.2-1.1 mg/dl) no impact to patient management was reported.